Event description:
Additional information obtained stated the issue was observed prior to use on the patient. Once the issue was noted they completed the procedure using a different camera head. There was no patient injuries, harm or death reported.

Manufacturer narrative:
This supplemental report is being submitted for additional information obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of no image displaying could not be determined at this time as the event was not replicated. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus no image displayed on their 4k autoclavable camera head. No patient involvement or injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the report of no image however, an e224 and a faded rear label was observed. The faulty parts were replaced. The device was inspected and passed olympus functional standards. If additional information becomes available, this report will be supplemented accordingly.